Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of not holding pressure, inconsistent pressure was traced to a loose cable manifold unit. Additional information: d9 based on the investigation results, the most probable cause of the complaint is component failure¿specifically, an expected or random failure with no underlying design or manufacturing defect. A stress-related issue was identified as the contributing factor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a procedure, the high flow insufflation unit failed to maintain pressure and displayed inconsistent pressure readings. No patient harm was reported in association with this event.